Manufacturer narrative:
The reported event was inconclusive due the samples received as the product packaging was open. Visual evaluation received 2 photo samples. First photo sample shows outer packaging for catheter specifically showing pcn as 165812 size of catheter and balloon. Second photo sample shows shipping box label indicating pcn as 165814 along with lot number and expiration date. As catheter packaging is not pictured alongside shipping box packaging and packaging is open it is unknown if the product meets specifications according to inspection procedure. Although an exact root cause could not be determined a potential root cause could be label copy. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not prevent the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the description on the packaging differs to the description on the valve of the foley catheter. The customer continued to use the same catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the description on the packaging differs to the description on the valve of the foley catheter. The customer continued to use the same catheter.